Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture and t1 implant returned off the insertion device, t2 was still in the channel with the actuator bar under the implant instead of behind as designed. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it does not cycle as designed, the actuator bar will not retract to behind t2. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The failure to cycle have been determined to be related to the reported event the root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the fast fix 360 t2 failed to fire. No case reported; therefore, there was no patient involved.